Manufacturer narrative:
It was reported that when the cardiohelp was unplugged for transport, it went to battery mode and displayed the error message "ac voltage error". The failure occurred during treatment and the cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-20. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were reviewed by the fst on 2023-02-20 and did not show any malfunction of the cardiohelp. As the failure could not be replicated, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - breakdown of ac/dc line voltage (mains). Moreover, the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The review of the non-conformities has been performed on 2022-03-07 for the period of 2011-11-01 to 2022-08-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-11-01. Based on the results the reported failure "ac voltage error" could be not confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that when the cardiohelp was unplugging for transport, it went to battery mode and displayed an ac voltage error. The failure occurred during treatment and the cardiohelp was exchanged. Therefore this complaint is reportable. No harm to any person was reported. A similar issue was already investigated by getinge life cycle engineering on 2015-11-19. It was determined that if the cardiohelp is disconnected from the power supply under load or if the connection at the ac plug is not adequately secured, arcs can form at the ¿loose¿ contact transitions. These cause short-term voltage fluctuations at the power supply, which can trigger the reported error "ac voltage error". The affected power supply unit will be replaced by the depot center. Moreover, the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The review of the non-conformities has been performed on 2022-09-22 for the period of 2011-11-01 to 2022-08-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-11-01. Based on the results the reported failure "ac voltage error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
When the cardiohelp was unplugging for transport during treatment, it went to battery mode and displayed an ac voltage error. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.